Event description:
The pump was returned for investigation. Investigation revealed evidence of moisture ingress, a battery compartment leak, and a dim and discolored display. This report is made based on results of investigation completed on 02/11/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, evidence of moisture ingress was observed in the battery compartment. A leak test was performed and failed due to a battery compartment leak. During testing, the pump was powered on and the display screen appeared dim and discolored. (B)(6).